Manufacturer narrative:
No button error alarm noted during testing. Unit had no button response due to flattened dome switches on act and down arrow buttons. Unit had cracked reservoir tube lip. No moisture damage noted on keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer received multiple button error alarms. The customer's blood glucose level was 185 mg/dl. She was unable to clear the alarm. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.